Manufacturer narrative:
Sections with additional information as of 19-may-2021: d9: device available for evaluation. H2 device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were returned for evaluation. Reported defect not reproduced.- no defect found. Added most likely underlying root cause mlc-062 user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back test results of 197, 235 and 169 mg/dl fasting and back to back test results of 226 and 189 mg/dl fasting. Customer was not always using the proper testing technique (testing same finger). The customer¿s expected am fasting blood glucose test result range is under 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 177 mg/dl and 164 mg/dl using truetrack meter; customer was satisfied with the results obtained. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 04/16/2022 and open vial date is 04/08/2021. The meter memory was reviewed for previous test result history (time not set; all tests are fasting am results):(B)(6).